Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 500 mg/dl. Cause was not known. Customer addressed the bg by manual insulin injection and a correction bolus. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.